Manufacturer narrative:
The calibration and qc data were requested but not provided. Upon investigation of the sample, no assay interfering factor or other abnormalities were detected. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient with the cobas e411 immunoassay analyzer compared to a siemens centaur analyzer. The customer asked the investigation site to measure the sample. The investigation site measured the sample on their cobas e411 serial number (B)(6). The questionable result was not reported outside of the laboratory. Refer to the attachment on the medwatch for all patient data.